Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error. Customer¿s blood glucose level was 147 mg/dl. Customer reported that they did not with fill cannula and still received motor error. The insulin pump will not be returned for analysis.